Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 1688tc competitor implantable pacing lead 2013 (B)(6). 6947m implantable tachy lead 2013 (B)(6).

Event description:
It was reported, the device did not have enough joules to defibrillate the patient. The device was explanted two days post implant and a device with more joules was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.